Event description:
It was reported that this pacemaker system exhibited noise on both the right atrial (ra) lead and right ventricular (rv) lead channels. Upon review, technical services (ts) noted the noise was oversensed on the ra channel. No adverse patient effects were reported. This system remains in service.